Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering of insulin. Customer blood glucose current blood glucose was 116 mg/dl. Customer was treated with food for low blood glucose. Customer stated symptom related to low blood glucose that was weakness. Customer alleged that the insulin pump was over delivering due to having low blood glucose. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer will continue to use the insulin pump.